Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that she was not connected to the hc at the time of starting the initial drain. The technical service representative (tsr) explained the alarm. The hp would restart with new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp stated that the alarm occurred in initial drain while connected. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she told her nurse about the alarm and did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp started over with new supplies. No allegations were made against any of the hp's dialysis products. No further information was provided.